Event description:
It was reported that during a bio-cartilage chondral defect repair, as two (2) of the silicon cannulas were attempted to be placed in the joint space, a piece of silicon lip was torn off. The first one was located and removed. The second cannula also tore but the silicon piece was unable to be located arthroscopically. The surgeon enlarged the existing incision in an attempt to locate the loose piece, but was unable to locate it. The procedure was converted to an open, and was completed successfully. The patient is male, no additional patient information reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that on one cannula, the distal flange was completely torn apart on both sides. The broken-off fragments were not returned for evaluation. On the other cannula the distal flange was punctured/torn along the cannulation base, no fragments were observed to be missing from the cannula body. The observed condition is typically caused by improper grasping/insertion technique such as incorrect instruments used to insert the passport cannula (sharp instrument instead of hemostat), incorrect portal incision size, and/or excessive force applied during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.